Event description:
Caller reported that the insulin pump returned a motor error alarm. Blood glucose level was 189 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
During testing the insulin pump alarmed motor error during rewind due to corroded motor home switch. No further testing could be completed due to such alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.